Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery terminus (ica-t) and the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), non-penumbra sheath, non-penumbra stent retriever and, non-penumbra microcatheter. During the procedure, while treating for an ica stenosis, the physician performed a balloon angioplasty and stenting of the ica. It was reported that the clot moved from the proximal ica to the ica-t and m1. Next, the physician tracked the jet7 up with the microcatheter and guidewire and then deployed the stent retriever. However, while attempting to retract the stent retriever back into the jet7, slight resistance was encountered. Therefore, the physician removed the stent retriever and jet7 noticed that the jet7 was kinked and slightly stretched proximally to the distal tip. The procedure was completed using a new jet7 and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the jet7 was stretched approximately 129.5 cm from the hub. The jet7 was kinked approximately 117.5 and 122.0 thru 127.0 cm from the hub. The total length of the jet7 was 132.0 cm. Conclusions: evaluation of the returned jet7 revealed that the distal shaft was kinked and stretched. If the stent retriever is manipulated with resistance within the distal shaft of the jet7 during use, damages such as a kink and stretching may occur. No other devices associated with the complaint were returned for evaluation. Therefore, the root cause of resistance could not be determined. During the functional test, the distal stretched segment of the jet7 could not be advanced through the demonstration rhv on the hub of a demonstration neuron max. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.